Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. No number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers on the insulin pump were scrolling when attempting to bolus. Customer replaced the batteries and receiving a battery out limit. Customer's blood glucose reading at the time of the call was 168 mg/dl. No further information reported.